Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead is exhibiting high out of range impedance measurements of greater than 3000 ohms, as well as loss of capture. This lead is believed to be fractured, and as a result will be surgically abandoned and replaced.